Manufacturer narrative:
Concomitant medical products: dtpa2d1 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds for three consecutive days. The device system was interrogated so diagnostic testing and troubleshooting could be performed. No intervention took place and the rv lead remains in use. No patient complications have been reported as a result of this event.